Event description:
It was reported that MRI conditional ventilator encroached beyond the 200 gauss line, and became stuck to mr-scanner. The facility further acknowledged that the mr ventilator safety procedures were not properly followed, in that no safety lines were on the floor at the time of the incident. There was no harm to the patient or to hospital staff. (B)(4). Ref# MFR 8010042-2013-00158.